Manufacturer narrative:
User called requesting assistance with blood backed up in the transducer tubing. User attempted to aspirate without success. User also stated the fiber optic was working great, so he could continue to use the fiber optic as his arterial pressure source. The esp personel verified that there was no blood in helium tubing.the esp personel explained the inner lumen should be capped and labeled do not use due to risk for thrombus and reviewed proper line maintenance including the recommendation per our i.f.u. Of flushing the inner lumen every hour or per hospital policy. He stated they did not routinely flush the inner lumen with a fiber optic catheter. The esp team explained the significance of maintaining inner lumen patency. User was very appreciative of all the information. No harm or injury reported.

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy,requesting assistance with clotted lumen and unable to flush. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.